Event description:
While using the stapler on a thorascopic procedure on a 6 month old baby, had the stapler on an artery coming off the aorta. Attempted to fire the stapler and then it was stuck on the artery and would not release. After manipulation of the stapler, was able to get it to release.